Event description:
Additional information received from reporter on 7/8/2024 for report mw5156925. Dexcom g6 sensor inaccuracy: 10:07am g6 reading 199, finger stick reading is 139. That is a mard of 43.2%, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 8:39pm g6 reading 189, finger stick reading is 143. That is a mard of 32.2%, which is outside the allowed 20% range. Inserted (B)(6) 2024; activated on (B)(6) 2024.